Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user received an occlusion alert. The user dismissed the alert, performed the fill-tubing process, observed insulin drops, and confirmed no kinks or leaks in the tubing. The issue was resolved, and no further assistance was required. No hospitalization was necessary and no long-term health effects were reported.